Event description:
Painful sensation inside vaginal area [vulvovaginal pain]. Vagina pain - tampon [medical device site pain]. Tampon up in vagina....impossible to remove the tampon [foreign body in reproductive tract]. Tampon - impossible to remove [complication of device removal]. String pulled out of tampon...came out in several pieces [device breakage]. Vaginal skin pinched by forceps [vulvovaginal injury]. Vaginal skin pinched - forceps [medical device site injury]. Case description: consumer reported via phone that while attempting to remove a tampon, the string pulled out and she was unable to remove manually. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Painful sensation inside vaginal area [vulvovaginal pain]. Vagina pain - tampon [medical device site pain]. Tampon up in vagina....impossible to remove the tampon [foreign body in reproductive tract]. Tampon - impossible to remove [complication of device removal]. String pulled out of tampon...came out in several pieces [device breakage]. Vaginal skin pinched by forceps [vulvovaginal injury]. Vaginal skin pinched - forceps [medical device site injury]. Case description: consumer reported via phone that while attempting to remove a tampon, the string pulled out and she was unable to remove manually.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 07/27/2021. An investigation is in progress for returned product received on 08/13/2021.

Event description:
Painful sensation inside vaginal area [vulvovaginal pain]. Vagina pain - tampon [medical device site pain]. Tampon up in vagina....impossible to remove the tampon [foreign body in reproductive tract]. Tampon - impossible to remove [complication of device removal]. String pulled out of tampon...came out in several pieces [device breakage]. Vaginal skin pinched by forceps [vulvovaginal injury]. Vaginal skin pinched - forceps [medical device site injury]. Consumer reported via phone that while attempting to remove a tampon, the string pulled out and she was unable to remove manually.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Painful sensation inside vaginal area [vulvovaginal pain]. Vagina pain - tampon [medical device site pain]. Tampon up in vagina....impossible to remove the tampon [foreign body in reproductive tract]. Tampon - impossible to remove [complication of device removal]. String pulled out of tampon...came out in several pieces [device breakage]. Vaginal skin pinched by forceps [vulvovaginal injury]. Vaginal skin pinched - forceps [medical device site injury]. Case description: consumer reported via phone that while attempting to remove a tampon, the string pulled out and she was unable to remove manually.